Event description:
It was reported the patient experienced an infection at the pump site. The signs of infection were redness, swelling and draining at the pump site. Vancomycin was administered. The entire device system was explanted. The outcome was noted as resolved without sequelae.

Manufacturer narrative:
Catheter model# 8709 serial# (B)(4) implanted: (B)(6) 2009 explanted: unk. (B)(4).